Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was over delivering. The customer¿s blood glucose level of 60 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege that the insulin pump was over delivering. The drive support cap appears to be normal. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.